Event description:
On 07/24/1998, the facility's director, surgical services informed the distributor's sales rep of the following: the device catheter would not connect to the device properly. No further details were provided at this time.